Event description:
Boston scientific received information that this right ventricular lead was removed due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted right ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.